Event description:
The wire guide and cannula were in the av graft of the pt. As the wire guide was being removed, the tip of it was sheared off by the cannula. The physician was able to successfully retrieve the tip of the wire guide from the pt. No negative pt complications.